Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the vortex port product family and the failure mode "catheter fractured/migrated. " no adverse trend was indicated. The reported complaint description of "catheter split off in patient while port was being removed" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for the reported event. The instructions for use which is supplied to the user with this catalog number, contains the following statements: "potential complications: catheter fragmentation and catheter pinch-off. " the instructions also provide guidance on port placement, maintenance, and removal. ((B)(4)).

Event description:
As reported, during removal of an implanted port at (B)(6) medical center the catheter fractured. The patient had to be transferred to another facility because no interventional radiologist was available at (B)(6) medical center. No patient injury was reported. The used device has been discarded at the hospital.